Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis : primary osteoporosis, compression fracture. Levels: t11 it was reported that on an unknown date, post-op, patient¿s numeric rating scale (nrs) score remained. Prolonged hospitalization was also reported. The patient haven't come to the hospital since (B)(6) 2012 and hence it is difficult to continue the study and therefore study discontinues.